Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20ml ll s/su had poor perforation which compromised the sterility of the device. The following information was provided by the initial reporter: "5 units of syringe plastipak bd 20ml with no needle ll, that presented defect in their package, when performing the package detachment process for use".

Event description:
It was reported that syringe plastipak 20ml ll s/su had poor perforation which compromised the sterility of the device. The following information was provided by the initial reporter: "5 units of syringe plastipak bd 20ml with no needle ll, that presented defect in their package, when performing the package detachment process for use"

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The photo and video sent by the customer were verified and it was possible to observe ¿ cutting failure ¿ which caused the package difficulty to open. The potential cause for the incident is failure at cutting system adjustment at packaging machine.